Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 25-oct-2023 h.6. Investigation summary: bd received one (1) sample and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. There are brownish specks in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported that prior to use with bd vacutainer® lithium heparinn (lh) (B)(4)usp units blood collection tubes foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from chinese to english: stage: after opening the package defect: obvious foreign matter in the blood collection tube

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from chinese to english: stage: after opening the package defect: obvious foreign matter in the blood collection tube